Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was experiencing muscle stimulation and chest pain. There was no sensing on the rv lead in the bipolar configuration; however, sensing was obtained in the unipolar configuration. Subsequently, it was discovered that this lead had dislodged. The patient underwent a lead revision procedure and the rv lead was successfully repositioned. The rv lead remains in service. No additional adverse patient effects were reported.